Event description:
Arthrowand remanufactured/reprocessed by vanguard medical concepts failed during use. A fragment of insulating collar broke off. Surgeon irrigated to recover the fragment. Product was returned to vanguard. Vanguard qc confirms that fragment had broken off. Vanguard has concluded that the chemicals used in decontamination may have contributed to failure of epoxy sealant/adhesive holding the insulating collar on to the device.